Event description:
Info received, indicates the nurse call on the bed is not working due to a broken ground pin on the communication cable.

Manufacturer narrative:
The tech replaced the communication cable to repair the bed.